Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a kink and or knot on the cable. The most probable cause being component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image did not appear when plugged in - no camera found. The issue was found during preparation/prior to sedation for a diagnostic laparoscopic cholecystectomy. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image did not appear when plugged in - no camera found. The issue was found during preparation/prior to sedation for a diagnostic laparoscopic cholecystectomy. The procedure was completed with a similar device and there were no reports of patient harm.